Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited a gradual increase in impedance to a high, out of range value. Also, there was a high threshold noted on the right ventricular (rv) lead. Both leads remain in use. No patient complications have been reported as a result of this event.